Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a discrepancy between the serial number on the label of the controller and the serial number on the low flow alarm tool was confirmed via visual analysis of the returned controller. The heartmate 3 system controller (serial number (B)(6)) was returned and evaluated at abbott and a log file was downloaded. The downloaded controller event log file (labeled c6201002) from the returned system controller contained relevant data spanning approximately 4.5 hours on 15jun2023 (7:44:22 ¿ 12:19:22 per the timestamp). He downloaded controller event log file (labeled c6201002) from the returned system controller contained relevant data spanning approximately 4.5 hours on 15jun2023 (7:44:22 ¿ 12:19:22 per the timestamp). There were no notable atypical alarms active in the log file that would indicate an issue with the controller. During the evaluation, the controller was functionally tested and passed all steps without issue. The controller was able to operate on a mock loop for an extended period of time without issue; however, while the controller was connected, it was observed that the serial number on the controller label (serial number (B)(6)) and the serial number listed on the system monitor (serial number (B)(6)) did not match, confirming the reported event. A manufacturing task was initiated to address the event. The root cause for discrepancy found between the serial number entered into the controller of (B)(6) and the controller label serial number of (B)(6) was determined to be man related, while manually entering the hm3 controller serial number during the burn in test per procedure. An awareness training was completed for the burn in test procedure for the heartmate 3 controller assembly as a result of the event. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial#: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook (section 6 ¿caring for the equipment¿) describes how to properly care for all heartmate equipment, including the heartmate 3 system controller. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that a low flow software upgrade was requested. When the new backup system controller was connected to the low flow alarm tool (lfat) using the bluetooth adapter, there was a discrepancy in the serial number that was showing up on the lfat. The serial number listed on the system controller and in the external backup battery compartment was hsc-123964 but the serial number showing up on lfat tool was hsc-124264. The system controller, hsc-124264, did not belong to the patient and it was not known to belong to the site or be at the site at the time of the event. There were no other left ventricular assist device patients present in the surrounding area at the time of the event. The heartmate touch was restarted, and the bluetooth adapter was disconnected and reconnected. The lfat was connected to a demo system controller and worked properly, with the serial numbers matching. The system controller was exchanged.